Event description:
It was reported that this right atrial (ra) lead exhibited myopotential noisy signals that were oversensed that resulted in pacing inhibition for more than 2 seconds. Although there was pacing inhibition, the patient's intrinsic rhythm came through. Technical services (ts) provided a potential cause. The lead's parameters were reprogrammed. The patient will continue to be monitored. The lead remains in use. No adverse patient effects were reported.